Event description:
The customer reported that following a radiology procedure in 2001, a vasoseal vhd kit size 1 was deployed. The pt had severe peripheral vascular disease and during the deployment the physician had difficulty advancing the tissue dilator through the tissue tract. The pt experienced a psychotic episode attributed to dye sensitivity and required four point restraints. Approx four hrs post deployment, nursing notes indicated that no hematoma was present. The pt was transferred to the ICU approximately one hr later. ICU reported that the pt was later taken to the operating room. The physician's notes indicated an injury to the intimal posterior wall of the common femoral artery. The common femoral, superficial femoral, and popliteal arteries were occluded. A thrombectomy was performed and a gortex patch graft was applied to the left common femoral artery. No notation of a specimen being taken was indicated in the notes. The pt was placed on a ventilator in ICU and was stable at the time of this report. No further complications were reported.